Event description:
The customer was hospitalized for high blood glucose levels. The customer stated she was vomiting and spilling ketones. The customer stated that she gave herself boluses and manual injections to treat her high blood glucose levels, but they remained high. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.